Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was a power on reset and therapy had stopped. The patient stated that he charged for two hours then went to bed and the next day there was the power on reset on the screen. It was unknown if it was a warning or information power on reset as the patient did not have the programmer with him. The patient met with a manufacturer representative who helped with recharging. Further information received from the consumer reported they had a meeting with their healthcare provider on (B)(6) 2016. The patient stated that they got in touch with a technician who found their tens unit was not charged enough and the power on reset was cleared. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.